Manufacturer narrative:
Additional information received ; it was unable to be confirmed that there wasn't a manufacturing issue with the device when the sales rep was asked what was meant by the reported ' gap between the tip end of the stent and the sheath tube was too large'. A.4 updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was intended to be implanted in the endovascular treatment of an aortic ulcer. It was reported during the index procedure, the delivery system of the stent could not pass as there was calcification in the patients iliac artery and the gap between the tip and sheath was too big and couldn't pass through the calcification. Attempts to expand the access with 6 and 8mm peripheral balloons were made but the delivery system still could not pass. It was discovered then the iliac artery perforated and was bleeding. A covered stent was implanted immediately and the femoral artery was cut open and then sutured again. The procedure was then abandoned. As per the physician the cause of the event was oversizing of the device. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The device returned with the external slider and tip capture release handle were in the home position. A kink was observed on the taper tip. A slight kink was observed on the graft cover over the stent stop component. A gap of 1.5mm was visible between the taper tip and the graft cover tip (fail), specification is 1mm max. There was no further damage observed to the device. The reported positioning difficulties were confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.